Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2019-05184; reference MFR. Report# 1627487-2019-05189. It was reported the patient experienced inadequate stimulation with their scs system. As a result, the patient had their system explanted and replaced. Surgical intervention resolved the issue.